Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 207 mg/dl at the time of event. Reportedly, the customer was removing/adding insulin outside the load sequence, which was considered off label use. Customer resumed insulin delivery and continued to use the pump.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.